Event description:
It was reported that the implantable cardioverter defibrillators (ICD) exhibited oversensing on this right atrial (ra) channel. Upon further review, this patient had high out of range (ra) pacing impedances. The device was programmed to vvi 40 ppm due to this reason. Technical services (ts) recommended reprogramming options. The healthcare professional will be discussing with the physician. This system remains in service. No adverse patient effects were reported.